Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval could not reproduce the reported symptom system error 105 alarms, but confirmed it through review of the event history log. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.